Manufacturer narrative:
A united states customer reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is evaluating the event.

Event description:
The customer reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using lot# 114. An initial elevated tnih result was obtained for the patient sample in question. The elevated result was reported to the physician(s), who did not question the result. A new sample was drawn from the same patient and tested on the original analyzer which produced a lower result. The original sample was then repeated on an alternate analyzer which also produced a lower result. The lower results were considered correct, and a corrected report with a result 11.96 ng/l was issued to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.